Event description:
When attempting to remove pancreatic lesion with harmonic scalpel, the instrument malfunctioned. It was noted that the tip of the scalpel had broken off and as a result, the physician elected to convert from laparoscopic to an open surgical approach to enable visualization of any possible retained fragments.====================== health professional's impression======================beak-like tip broke off.====================== manufacturer response for harmonic scalpel======================ethicon representative was in the or suite at the time of the event.